Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report# 3005099803-2018-01274 pertains to the first resolution clip device, manufacturer report# 3005099803-2018-01275 pertains to the second resolution clip device, and manufacturer report# 3005099803-2018-01276 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip would not deploy. The same issue occurred with the other two resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Mfg. Site name: freudenberg medical. Investigation results: a visual examination of the returned complaint device noted that the clip assembly had an overbite and was detached from the control wire and mashed onto the bushing. The prongs were locked into the capsule. The over sheath assembly was not returned with the device. These failures are likely due to anatomical/ procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report# 3005099803-2018-01274 pertains to the first resolution clip device, manufacturer report# 3005099803-2018-01275 pertains to the second resolution clip device, and manufacturer report# 3005099803-2018-01276 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip would not deploy. The same issue occurred with the other two resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.